Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer had problems with the connector pins and did not work well. The analyzer passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer did not work well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had problems with the connector pins. The analyzer was returned for service. There was no patient involvement.